Event description:
It was reported that the patient was concerned their heart rate was lower than the cardiac resynchronization therapy defibrillator (crt-d) lower programmed rate. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5071-53 lead; implanted: (B)(6) 2014. 5071-53 lead; implanted: (B)(6) 2014. 5076-52 lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.